Event description:
The following events were noted during literature review entitled "united kingdom carotid artery stent registry: short- and long-term outcomes": the (B)(4) society of (B)(4) radiologists developed a voluntary registry to monitor the practice of carotid stenting. Nine hundred fifty-three symptomatic and 201 asymptomatic patients were enrolled into the registry from 1998 to 2010 from 31 hospitals across (B)(6). One percent (1%) of the asymptomatic patient population was implanted with the acculink stent, and 1.5 percent (1.5%) in the symptomatic patient population. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer. The following mortality rates were recorded for asymptomatic and symptomatic patients respectively: 30 days: 1.7% and 0.6%; 0 -1 year: 0.5% and 0.3%; 1 year: 7.5% and 3.9%; 2 years: 13.5% and 7.9; 3 years: 16.3% and 11.8%; 4 years: 18.1% 14.1%; 5 years: 18.1% and 18.5%; 6 years: 18.1% and 20.3% 7 years: 18/1% and 22.2%.

Manufacturer narrative:
(B)(4). Concomitant products: stent: boston scientific, cordis, ev3, mednova, medtronic, invatec. Embolic protection: accunet, emboshield, angioguard, filterwire. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.